Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the lifevest.there were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was at the hospital to get a pacemaker implanted. While the patient was at the hospital, the patient ended use and returned the equipment. It's unclear if the doctor at the hospital advised the patient to return the equipment because of the procedure or skin irritation. Reporting out of an abundance of caution.